Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the keypad cover was returned torn across the down arrow button, exposing the button contact. During testing, the up arrow, down arrow, and contrast buttons were intermittently unresponsive and required multiple button presses with increased force to elicit a response. The ok keypad button responded appropriately. The keypad cover was removed and evidence of contamination was found under all contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow and ok keypad buttons were delayed in response. The reporter noted that the keypad was peeling and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.